Event description:
Customer reported infusion was set up with a primary (set 2420-0007) and secondary (set 72007n), programmed in guardrails. Nurse observed that the yellow colored secondary flowed into the primary bag instead of the pt. No pt harm reported, and no other pt or event details are available.

Manufacturer narrative:
(B) (4). (B) (4). This report was filed by the MFR. The customer reported the product was discarded. The lot number was not identified; therefore, we were unable to determine the root cause and perform a history record review.